Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not verified during evaluation. The device was put through extensive testing including stress testing, full system testing, and complete calibration without duplicating the report. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.